Event description:
During a coronary artery bypass procedure, the heartstring seal did not deploy out of delivery tube into the aorta. Replacement was used to complete the procedure. No pt complications were reported by the hosp.